Event description:
Updated impedance values were received from the sales representative. No further relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that high impedance was observed on the patient's model 1000 generator at their first titration appointment following implant. The patient's high impedance reading was just above the limit for normal impedance and a review of the device history records for the generator showed no unresolved non-conformances were found prior to distribution. The patient's generator had not yet been turned on when the high impedance was detected. A review of the internal data for the generator indicated when the high impedance was initially detected on the m1000 generator. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Additional investigation is underway. No relevant surgical intervention has occurred to date. No further relevant information has been received to date.